Event description:
Boston scientific received information that the impedance measurements on the right ventricular (rv) lead had been decreasing over the last few months. Additionally, the threshold measurements fluctuated between 1.0 and 1.9 volts. Technical services reviewed the electrograms and confirmed noise on the right atrial and ventricular channels. The noise triggered atrial tachy response (atr) events inappropriately resulting in more than 30,000 events. Oversensing resulting in greater than two seconds of asystole could not be ruled out. Insulation damage was suspected on the connector parts. A lead revision may be performed during the device changeout procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.